Manufacturer narrative:
(B)(4).

Event description:
This system was explanted and not replaced after the rv lead perforated the heart. There were no further adverse patient effects reported. The hospital has retained the devices.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.